Event description:
The pt underwent an uneventful balloon ablation procedure. Post operatively, that pt developed a pelvic abcess with bilateral hydrosalpinges. The pt has been traveling and has been cared for by physician in other states. A culture of the abscess drainage revealed multiple organisms.